Manufacturer narrative:
Engineering evaluation pending.

Event description:
While using the instrument, the reamer bound up and twisted the knee joint. Upon viewing of post operative x-rays, it was found that there was a longitudinal fracture from distal to proximal in the femoral canal.